Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been admitted to the hospital due to an injury from a fall. The following day the patient heard an alert. Review of device information indicated that alert was triggered inappropriately as the patient's rhythm was physiological. Review of device information indicated that electromagnetic interference was present on a stored episode 3 days before the patient's fall. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated a right ventricular lead integrity alert, but the criteria were not met. If information is provided in the future, a supplemental report will be issued.